Event description:
Arjo was informed about an event involving the enterprise 5000x bed. The customer alleged that the bed was sparking while raising or lowering the head section. There was no indication of patient involvement, and no injuries were reported.

Manufacturer narrative:
The device was inspected by an arjo technician, who did not confirm the reported sparking. Although some faults were identified during the inspection, none were considered capable of causing the alleged issue. The most probable root cause of the reported sparking was an incomplete insertion of the mains lead into the control box, which may have resulted in a momentary electrical spark during bed operation. However, this condition was not confirmed during the inspection. The bed was repaired, tested, and found to operate as intended. The root cause of the reported sparking could not be established. To sum up, the device was found to have faults during inspection and, at the time of the event, did not meet its specifications. The complaint was assessed as reportable due to the allegation that the bed was sparking. No patient was involved. No injury was sustained. The UDI number is not available as the device was manufactured before UDI implementation.